Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the instrument broke during surgery.

Manufacturer narrative:
Visual inspection of the returned device found that it was cleanly fractured into two fragments. The device was also noted to having heavy grind marks on the impaction surface. These markings are indicative of either heavy use or from user manipulation of the device. Dimensions were found conforming to print specifications where measured. The device had a field life of approximately 2 years and 10 months. Device history record review found no deviations/ anomalies identified. This device is used for treatment. According to the packaging insert associated with this device, ¿if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement.¿ the device exhibited either excessive wear or user modification when returned. Therefore the root cause is user misuse of the device.